Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
During the operation for clavicle shaft fracture with recon plate, drill did not cut the bone smoothly and took more than 3 minutes to make one hole. The surgeon used 2.4mm k wire and make holes without problem.